Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 5-6pm, the patient was at home and had a headache, was shaky, and sweating. The patient¿s cgm was reading 40 mg/dl. No bg meter comparison value was reported. The patient self-treated with noodles, candy, orange juice and sugar. After treatment, the patient¿s cgm was reading 80 mg/dl. However, an hour later, the cgm dropped again to 40 mg/dl. The patient called her doctor and she was instructed to do a bg meter test, which was 600 mg/dl while the cgm was still reading 40 mg/dl. The patient¿s nephew then drove her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 900 mg/dl while the cgm was reading 82 mg/dl. The patient was treated with IV insulin unspecified steroids and oxygen. The patient¿s cgm was removed. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when patient arrived in the hospital. No additional patient or event information is available.